Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a sensor failure after calibration and an adverse event. The sensor was inserted into the upper buttocks on (B)(6) 2018. The patient had worn the sensor for two days and on (B)(6) 2018, the patient received a sensor fail message. The patient was unable to follow up with a blood glucose reading and lost consciousness. Patient was taken to the emergency room and was treated for diabetic ketoacidosis. Patient remained in the emergency room for 1 and half days and then was released. While in the hospital, the patient¿s experienced a uterine tract infection, blood infection, but the patient¿s blood glucose was in target. At the time of contact, patient was doing ok. No additional patient information or event details are available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.